Manufacturer narrative:
(B)(4). Device not returned. Additional information: did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Wound debridement, re-stiching, and re-dressing was done. Patient was treated with topical steroid, antihistamines and antibiotics, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Severe allergic contact dermatitis on right tkr was discovered 1 week post-op. Symptoms include redness and swelling of skin surround the wound. Poor wound healing and tissue scarring at 2 weeks post op was noticed, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: patient has to undergo redressing and stitching of the wound as there was wound dehiscence. Additionally, patient was treated with topical steroids , antihistamines, and antibiotics. Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on the right knee on and unknown date in 2021 and topical skin adhesive was used. Enhanced contact dermatitis was noticed in patient that had second exposure to adhesive. Severe allergic contact dermatitis which was discovered 1 weeks post-op. Symptoms include redness and swelling of skin surround the wound. Adhesive was removed and patient has to undergo redressing and stitching of the wound as there was wound dehiscence. Additionally, patient was treated with topical steroids , antihistamines, and antibiotics. Poor healing of the wound and tissue scarring at 2 weeks post op was noticed. Additional information has been requested.